Manufacturer narrative:
Investigation summary: a complaint was reported for misidentification of patient results on a phoenix m50 instrument. The customer reported receiving different genus results than expected, most commonly when expecting a genus from the enterobacterial group. The customer verifies results using manual identification tests such as biochemical batteries and agar plates. Remote assistance was provided to the customer. The support specialist, while working with the customer, was unable to replicate the failure mode. The customer was advised to take care when working with pure and young vines. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No reports, logs, binary files or other samples were made available for the investigation; therefore, no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review for this instrument was completed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system, discrepancies in bacterial identification occurred in an unspecified number of samples. There was no report of patient impact.

Manufacturer narrative:
Initial reporter phone #: (B)(6) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system, discrepancies in bacterial identification occurred in an unspecified number of samples. There was no report of patient impact.